Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and product concern.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening linear on radius and white calcification leak test and microscopic analysis was performed which identified: sharp broken on plug strap, striated opening on radius and delamination total of valve based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A sharp broken on plug strap assessed as an unidentified (tear) opening. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool.